Manufacturer narrative:
E1: initial reporter address 1: (B)(6). E1: initial reporter phone: (B)(6). Investigation results: device evaluated by MFR: an express device was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed a flare stent. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported complaint. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Investigation conclusion: boston scientific concludes the most probable root cause as unintended use error caused or contributed to event because during analysis a flared stent was found. It was also noted that the stent was likely damaged when unpacking with the removal of the protective sheath because it was stated that it has large resistance.

Event description:
It was reported that stent damaged occurred. The 85% stenosed target lesion was located in the non-tortuous and mildly calcified right renal artery. A 4.0 mm x 15 mm x 150 cm express vascular sd was selected for use. After unpacking and removing the stent, significant resistance was encountered while removing the tip protection guide wire and the sheath. After removal, it was determined that the proximal portion of the stent exhibited an opening-like condition due to a separation between the stent and the balloon. It was believed that the resistance was caused by abnormal friction occurring during the removal of the protective sheath. The procedure was completed with another of same device. No patient complications were reported as a result of this event.

Event description:
It was reported that stent damaged occurred. The 85% stenosed target lesion was located in the non-tortuous and mildly calcified right renal artery. A 4.0 mm x 15 mm x 150 cm express vascular sd was selected for use. After unpacking and removing the stent, significant resistance was encountered while removing the tip protection guide wire and the sheath. After removal, it was determined that the proximal portion of the stent exhibited an opening-like condition due to a separation between the stent and the balloon. It was believed that the resistance was caused by abnormal friction occurring during the removal of the protective sheath. The procedure was completed with another of same device. No patient complications were reported as a result of this event.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6).